Manufacturer narrative:
No pt injury info was reported. Three attempts were made to contact the customer to gain additional info regarding this incident. No response was received. A gambro technical services (gts) field rep reviewed the machine's alarm history and found that from 10:06 a.m. To 10:13 a.m. Nine dialysate/effluent incorrect weight change alarms occurred. The service tech inspected the machine. He calibrated and verified all scales and all pressure sensors. He completed a prime test and a self test. He performed a simulated run of 30 minutes. The fluid removal was set at 200ml/hr and the machine removed 100mls.